Event description:
It was reported that during preparation for a transcatheter aortic bioprosthetic valve replacement procedure, following the valve load, it was reviewed via fluoroscopic inspection. A misload was identified and characterized as a crown overlap to node 4 of the valve frame. The patient had a medical history of aortic stenosis and a pre-implant balloon dilatation was performed. The misloaded delivery catheter system (dcs) and loaded valve were inserted into the patient and navigated to the aortic valve in the heart. During the first deployment attempt, an infold was observed in the valve frame. The valve was recaptured into the dcs and the system was withdrawn from the patient. A new system and valve were used for implant.

Manufacturer narrative:
Continuation of d10: section d references the main component of the system. Other medical products in use during the event include: product ID: d-evolutfx-2329 (lot: 0012320313); product type: 0195-heart valves; implant date: not implantable product ID: l-evolutfx-2329 (lot: 0012288352); product type: 0195-heart valves; implant date: not implantable select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Corrected data: d6a and d6b: the suspect device was inserted into the patient and implant was attempted; however, the device was withdrawn from the patient prior to full deployment. Therefore, the valve was not implanted nor explanted. This was erroneously reported by the field and not corrected prior to submitting the initial medwatch report. This correction supplemental should correctly reflect no implant date and no explant date. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during preparation for a transcatheter aortic bioprosthetic valve replacement procedure, following the valve load, it was reviewed via fluoroscopic inspection. A misload was identified and characterized as a crown overlap to node 4 of the valve frame. The patient had a medical history of aortic stenosis and a pre-implant balloon dilatation was performed. The misloaded delivery catheter system (dcs) and loaded valve were inserted into the patient and navigated to the aortic valve in the heart. During the first deployment attempt, an infold was observed in the valve frame. The valve was recaptured into the dcs and the system was withdrawn from the patient. A new system and valve were used for implant.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.